Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an acute procedure, x-ray was not possible. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a defective flat panel detector (fd). The provided image was dark and could not be used for relevant clinical information. The user was informed by a displayed error message. The affected fp "pixium 4700" (part no 10502338/serial no (B)(4)) has been returned to siemens for investigation. Based on the investigation of the fp, the failure description and the provided log file, the root cause was determined as the failure of an electronic component (tantalum capacitor) in the fp. The issue can only occur if the fp is disconnected from power and re-powered again. It cannot happen during normal system operation. Artis zee and zeego systems equipped with fp "pixium 4700" which were built in the timeframe from mid of 2009 to (B)(6) 2015 are affected. The affected detectors have been returned to the supplier for replacement of the identified capacitor. The improved fp is available as a spare part.